Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported communication or transmission problem and circuit failure via phone call. Customer blood glucose reading was unknown. Customer stated the error had occurred again. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 4 and pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly. Device received with corroded battery tube.